Manufacturer narrative:
(B)(4).

Event description:
The complaint states that early sensor expiration occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, a transmitter failed alert was found in connection to the reported allegation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that replace sensor now occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, a transmitter failed alert was found in connection to the reported allegation. No injury or medical intervention was reported.